Manufacturer narrative:
B1. Revised on the initial manufacturer device report number 1220648-2025-27196 based on corrected information. B5. Revised on the initial manufacturer device report number 1220648-2025-27196 based on corrected information. H1. Type of reportable event revised on the initial manufacturer device report number 1220648-2025-27196 based on corrected information. H6. Health effect - clinical code revised on the initial manufacturer device report number 1220648-2025-27196 based on corrected information.

Event description:
The case was further reviewed and it was discovered that the pump had been repositioned multiple times during the support and the pump positioning may have contributed to the ventricular tachycardia (vt) that occurred and was treated on the 2nd pump. There was no vt on this pump. Another pump was placed to support after weaning and explanting the pump that had supported for 24 days.

Event description:
The user facility reported that the 64 year old female patient with a 5.5 pump placed to support for cardiogenic shock. After a few weeks on support, the pump was removed and replaced due to poor pump positioning. The pump had been repositioned multiple times during the support and the pump positioning may have contributed to the ventricular tachycardia (vt) that occurred and was treated. Another pump was placed to support after weaning and explanting the pump that had supported for 24 days. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27196 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - impact code 4641 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27196.